Manufacturer narrative:
H3: 8598a catheter: analysis identified a hole in the catheter body; 8596sc catheter: analysis identified the catheter body to be deformed in shape however it did not affect the performance of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable pump. It was reported the catheters failed and were replaced.

Manufacturer narrative:
Continuation of d10: product ID: 8598a, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2024 product type: catheter; product ID: 8596sc, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2024; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(6), ubd: 30-sep-2023, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(6), ubd: 05-aug-2023, UDI#: (B)(4). H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.